Manufacturer narrative:
H3/h6: the returned pressure sensor unit (psu) powered up on the test bench without the fault light on. The event log showed an intermittent history of firmware incompatibility as well as an instance of low illuminator current, which is the likely cause of the event. The psu also failed an accuracy test (aak) at 0.38mm with a passing threshold of 0.25mm. It was determined that the psu was damaged. Codes 10, 4203 and 4307 are applicable to this analysis. The device evaluation also provided the lot number of the psu which is p901997. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that an intermittent history of firmware incompatibility was present in the event logs as well as a low illuminator current error. Additionally, the psu did not pass accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system then passed all checkouts and was performing as intended. Other relevant device(s) are: camera, 9735821, vega base s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the system showed a localizer faulted. This was the third report of a localizer fault in the month of january (zero client and power over ethernet (poe) injector replaced last). There was a procedure delay of ten minutes while they switched systems and no impact to the patient.